Event description:
The patient reported experiencing an inordinate amount of occlusion alarms on his insulin infusion device (competitor's) when using a particular lot of infusion sets. He stated that when gets an alarm using this lot number he gets an occlusion alarm regardless of what he tries to do to correct it. He stated that to correct it, he will disconnect from the device and bolus and he will also change the infusion set tubing. He stated that if he uses tubing from a different lot number, he can clear the occlusion alarm. The patient stated he has had blood glucose readings above 500 mg/dl. He stated he does not have any symptoms, but relies on his meter which was recently checked for accuracy. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.